Event description:
The company receive a report from a biomedical engineer that the device did not provide an audio tone. No patient harm reported.

Manufacturer narrative:
The caller has declined returning the device for evaluation. If the device is returned for investigation, results of the investigation will be provided in a supplemental report.